Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Due to the device not being returned and no imagery being provided, the complaint for ¿balloon - separated¿ was unable to be confirmed. Review of manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint and a review of IFU/training materials revealed no deficiencies. It was reported that the devices were pulled back into the ascending aorta to align the valve. Per the IFU, valve alignment should be performed in the straight section of the vasculature. Additionally, it was reported that the cause of the balloon separation was attributed to valve alignment being performed in a curved section of the ascending aorta. Engineering studies have shown that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Available information suggests that procedural factors (valve alignment performed in curved section of ascending aorta) and patient factors (tortuosity) contributed to the complaint event. Since the device was not returned and no imaging was provided, the complaint was unable to be confirmed. No labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. A pra was previously initiated for risk assessment. Valve deployment in unintended location is listed in the instructions for use (ifus) as a possible adverse event associated with the tavr procedure. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, additional investigation suggests that ¿crushing¿ the valve in the abdominal aorta is the likely cause of the previously reported abdominal aortic injury.

Manufacturer narrative:
Upon further management review of the file. The delivery system was not returned to edwards lifesciences for evaluation. Due to the device not being returned and no imagery being provided, the complaint for balloon ¿ torn, delivery system ¿ difficulty with valve alignment, and distal tip/ nose tip ¿ separated were unable to be confirmed. No visual, functional or dimensional testing could be performed. Per the report, the devices were pulled back into the ascending aorta to align the valve. Additionally, the cause of the complaint was attributed to valve alignment being performed in a curved section of the ascending aorta. Patient/procedural factors that can result in balloon ¿ torn and delivery system ¿ difficulty with valve alignment include the following: excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Patient vascular calcification / vascular tortuosity. Although the location of the balloon tear could not be determined, it is possible that the crimp balloon tore proximal to the I/c bond. Previous complaints have shown that the area of the crimp balloon proximal to the I/c bond can become damaged/weakened during valve alignment. Performing alignment in a non-straight area could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the area proximal to the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. The distal tip separation can likely be attributed to the difficulties experienced during valve alignment. The excessive force and manipulation that was applied to the device during valve alignment may have caused the tip to become separated from the rest of the device. Available information suggests that procedural factors (valve alignment in curved section of ascending aorta) and patient factors (tortuosity) contributed to the complaint events. During manufacturing, the crimp balloon was 100% inspected at the component level for the following: distal and proximal inner diameter; wall thickness; foreign matter, impurities, contamination, fisheyes, and gel spots. The inflation balloon was 100% inspected at the component level for the following: distal and proximal leg inner diameter; double wall thickness; foreign matter, impurities, contamination, fisheyes, and gel spots; deformation on cone, ring shape on cone, crows feet, scratches. The crimp balloon and inflation balloon were bonded following the bonding process. The nose tip was inspected for bumps and indentations. The nose tip to guidewire shaft bond was also visually inspected for bubbles, and to ensure that the guidewire shaft was all the way down inside the nose tip. The nose tip to balloon bond joint is inspected for bubbles, leaks and smoothness. The commander delivery system was 100% inspected by manufacturing and quality. Devices were 100% leak tested. Product verification (pv) testing is performed on a sampling basis for each completed work order. All samples must pass pv testing in order for the lot to be released. This testing includes the following: tensile testing of the inflation balloon to crimp bond; tensile testing of the nose tip to balloon; balloon burst testing. The samples must pass pv testing in order for the lot to be released. These steps support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. Although a definitive root cause could not be determined, available information suggest device manipulation and ¿crushing¿ the valve in the abdominal aorta may have contributed to the aortic perforation. Valve deployment in unintended location is listed in the instructions for use (ifus) as a possible adverse event associated with the tavr procedure. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The complaint was unable to be confirmed. Available information suggests that patient and/or procedural (tortuosity, excessive manipulation, and/or alignment in a non-straight section) factors may have contributed to the complaint events. Review of manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint and a review of labeling and IFU/training materials revealed no deficiencies. Review of complaint history revealed that the complaint rate did not exceed the monthly control limits for the trend categories. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra) by edwards lifesciences. However, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, no further escalation is required at this time. No corrective or preventative action is required.

Manufacturer narrative:
The investigation into the balloon separation is ongoing. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although a definitive root cause could not be determined, investigation results suggest/indicate device manipulation may have contributed to the aortic perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After crossing the native annulus with a 26 mm sapien 3 valve, it was realized the valve had not been aligned on the balloon. The devices were pulled back into the ascending aorta to align the valve. During valve alignment, the balloon and valve were separated (sheared) from the commander delivery system. New devices were prepared and a new 26 mm sapien 3 valve was successfully implanted through the contralateral side. Once the patient had stabilized, radial access was achieved at the arm and the balloon was snared. Contralateral access was achieved and the valve was snared. The balloon was pulled out of the valve, the valve was crushed against the aorta and an evar was performed. An aortic perforation was observed at the abdominal bifurcation and thoracic grafts were implanted in the abdominal aorta and into the iliacs. At last report the patient was stable. The cause for the balloon and valve separating from the delivery system was attributed to valve alignment being performed in a curved section of the ascending aorta.